Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the patient identifier and date of implantation. The patient identifier is (B)(6) the date of implantation was (B)(6) 2007. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding procedure type, patient¿s demographics, suspected medical devices, and diagnosis of hypothyroidism and hashimoto. The patient is a 30 year-old hispanic/latino. The date of birth is (B)(6) 1976. The patient underwent a primary breast augmentation with two 325cc mentor smooth round moderate plus profile prostheses (catalog #: 3502325, lot number for left and right: 5703730). The one of the serial numbers is (B)(6). However, it is currently unknown which side the device with (B)(6), is implanted in. Initially, this report was reported for the left-sided prothesis. However, additional information revealed that the side of the device is currently unknown. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient stated that she was diagnosed with hypothyroidism and hashimoto based on lab work on unspecified date. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5096421 that a female patient underwent a breast surgery with two unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including rash on my breast (unspecified side), hypothyroidism, hashimoto, fatigue, neck pain, back pain, anxiety, shortness of breath, lightheadedness, fast heart palpitations, muscle weakness, insomnia, skin rash, panic attacks, chest discomfort, pain around implant, numbness, depression, ear ringing, vertigo, aching joints, brain fog, hair loss, digestive issues, dry skin, and feel unwell. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation and date of event were estimated as (B)(6) 2007 based on available information. This report is for the left-sided prosthesis.